Event description:
It was reported that during use of a fusion oxygenator, a high pre-membrane pressure of 500 mmhg was observed at the start of the case, which diminished to below 250 roughly an hour after bypass was started. The device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the customer did not add any drugs during prime. The customer added lactated ringer's. 10,000 iu heparin was added and 25g mannitol just before going on bypass. Other than heparin, no drugs were added from the customer during the case. Pressure was measured pre-oxygenator and it was initially 550mmhg at 4lpm. Heparin dosing was achieved via act. The first act on pump was 999 seconds. Act never dropped before 539 seconds while on pump. They do not measure temperatures pre-and post oxygenator. They only record patient temperature. The coldest the patient achieved was 35.2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.